Event description:
A malfunction was reported with a displayed code of malf 16. There was no adverse impact to the customer's blood glucose level. Technicians were unable to reset the malfunction code, leading to a decision to replace the pump. The customer was advised to continue using the current pump as a backup therapy.